Event description:
Customer reports bacterial contamination.

Manufacturer narrative:
Following hpc test results outside of cardioquip specifications, cardioquip recommended that this device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.